Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
Date of event estimated. Correction - section h6 - codes the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.